Event description:
It was reported that the patient experienced persistent low blood glucose overnight, with a measured value of 69 mg/dl, and insulin delivery was stopped; the patient was advised to take 15 grams of fast-acting carbohydrate every 15 minutes until glucose returned to target, and they elected to use glucose tablets. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and continued monitoring at home. Investigation included review of available case details and troubleshooting with education on hypoglycemia management. Investigation of this case revealed no confirmed device malfunction based on the information provided and the event was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.